Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("irregular vaginal infection") with vaginal discharge, procedural pain ("she suffered a painful post-operative recovery"), menorrhagia ("abnormal heavy menstrual bleeding, prolonged menstrual bleeding"), back pain ("severe back pain"), feeling abnormal ("brain fog"), dental caries ("tooth decay"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, back pain, feeling abnormal, dental caries, migraine and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, pelvic pain, procedural pain and vaginal infection to be related to essure. The reporter commented: she will have surgery to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 22-jan-2018: summons received. Events severe menstrual pain, abnormal heavy menstrual bleeding, prolonged menstrual bleeding, severe lower abdominal pain, severe back pain, migraines, hair loss, irregular vaginal discharge and infection, tooth decay, and brain fog are added. Patient & reporter information updated. Product information updated.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with iud") and menorrhagia ("abnormal heavy menstrual bleeding, prolonged menstrual bleeding") in a 28-year-old female patient who had essure (batch no. B04950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2, menses irregular, stress and vaginal itching. Concurrent conditions included morbid obesity, metrorrhagia, dysplasia, malaise, vaginitis, abdominal pain, vaginal burning sensation, vaginal odor, loss of energy, dizziness, bloated feeling, uterine bleeding, vomiting, dysuria, shortness of breath and fever. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dental caries ("tooth decay") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), depression ("depression") and mood altered ("mood changes"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), vaginal infection ("irregular vaginal infection") with vaginal discharge, procedural pain ("she suffered a painful post-operative recovery"), back pain ("severe back pain"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with sertraline (zoloft), metronidazole (flagyl), surgery (bilateral salpingectomy to remove essure/, hysterectomy (partial)) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, back pain, feeling abnormal, dental caries, migraine, alopecia and headache was resolving, the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, nausea, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown and the depression and mood altered had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure. Insertion details- left side shows 5 rings. Right side shows 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes; in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, fatigue, headache ,vaginal discharge, depression, abdominal pain lower,mood altered, dyspareunia, dysmenorrhea, menorrhagia ,pelvic pain, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event device ineffective, pregnancy with iud, pregnancy (stillbirth or miscarriage), depression, mood changes were added. Lot number, new reporter, treatment and concomitant medication, historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal heavy menstrual bleeding, prolonged menstrual bleeding"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain/loss (specify which one)weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), vaginal infection ("irregular vaginal infection") with vaginal discharge, procedural pain ("she suffered a painful post-operative recovery"), back pain ("severe back pain"), feeling abnormal ("brain fog") and dental caries ("tooth decay"). The patient was treated with surgery (bilateral salpingectomy to remove essure/,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, back pain, feeling abnormal, dental caries, migraine, alopecia and headache was resolving and the vaginal haemorrhage, nausea, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes; in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: demographic data and lab data added. The events headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), fatigue, weight gain/loss (specify which one)weight gain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with iud") and menorrhagia ("abnormal heavy menstrual bleeding, prolonged menstrual bleeding") in a 28-year-old female patient who had essure (batch no. B04950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, menses irregular, stress and vaginal itching. Concurrent conditions included morbid obesity, metrorrhagia, dysplasia, malaise, vaginitis, abdominal pain, vaginal burning sensation, vaginal odor, loss of energy, dizziness, bloated feeling, uterine bleeding, vomiting, dysuria, shortness of breath and fever. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dental caries ("tooth decay") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), depression ("depression") and mood altered ("mood changes"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), vaginal infection ("irregular vaginal infection") with vaginal discharge, procedural pain ("she suffered a painful post-operative recovery"), back pain ("severe back pain"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with sertraline (zoloft), metronidazole (flagyl), surgery (bilateral salpingectomy to remove essure/,hysterectomy (partial)) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, back pain, feeling abnormal, dental caries, migraine, alopecia and headache was resolving, the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, nausea, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown and the depression and mood altered had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure. Insertion details- left side shows 5 rings. Right side shows 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes; in 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, fatigue, headache ,vaginal discharge, depression, abdominal pain lower,mood altered, dyspareunia, dysmenorrhea, menorrhagia ,pelvic pain, nausea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.